Event description:
This report is being filed after the subsequent review of the following literature article: forkel, p., achtnich, a., metzlaff,s., and zantop,t., petersen, w. Midterm results following medial closed wedge distal femoral osteotomy stabilized with a locking internal fixation device. (2014) knee surg sports traumatol arthrosc. A retrospective study for the purpose was to evaluate the subjective and radiological outcome and to evaluate the complications of a medial closing wedge osteotomy stabilized with the tomofix plate (synthes, switzerland) for the femur for lateral osteoarthritis with genu valgum. The study included 23 patients (6 men and 17 women), with a mean age of 47 years (range, 25-55 years). Complication: 1-loss of correction due to delayed bone healing, 1-loss to the final follow-up, 16-reported discomfort over the plate at the distal femur. This report is for an unknown-tomofix plate. This is report 1 of 1 complaint (B)(4). This report is for an unknown (tomofix plate) and refers to the serious injury of 17 patients that experience: 1-loss of correction due to delayed bone healing, 16-reported discomfort over the plate at the distal femur.

Manufacturer narrative:
Device was used for treatment, not diagnosis this report is for an unknown-tomofix plate/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.